Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. Initial reporter occupation: reporter is a j&j employee. Part # 03.602.042, synthes lot # j003691-08, supplier lot # j003691-08, release to warehouse date: 18 aug 2021, supplier : (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The repair technician reported that the device had failed calibration and failed torque test in clockwise and counterclockwise directions. The minimum torque peak attained during evaluation was out of the specified limit for the part. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during evaluation, the repair technicians found that this device failed calibration. The issue was found during testing at service and repair. No additional information is available. This report involves one 12nm torque limiting wrench for dual-opening uss. This is report 1 of 1 for (B)(4).